Event description:
It was reported that during routine inspection, the cardiosave intra-aortic balloon pump (iabp) fan is continuing to rotate. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.